Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15556. It was reported that patient lost stimulation as lead fractured and ipg was unable to communicate with external devices. It is unknown if lead fracture was confirmed with x-ray or if patient stopped recharging ipg. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.